Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad buttons under responsive. There was no indication that the product caused or contributed to an adverse event. The device was returned to the manufacturer for investigation and investigated on 08/29/2017; on investigation there was no damage to the keypad. On testing, all the buttons demonstrated appropriate response. The keypad cover was removed for investigation and revealed no evidence of, damage, defect or contamination of the contacts of the keypad buttons. There was visible moisture corrosion in the battery compartment. Moisture leakage into the battery compartment was confirmed through leak testing. The pump was opened and revealed further moisture damage inside the pump on the printed circuit board.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2017 with the following findings:.no damage found to keypad. All buttons respond to presses appropriately. Keypad removed; no damage found to button contacts. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb.